Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys estradiol g3 (estradiol iii) assay on a cobas e801 immunoassay analyzer when compared to a different cobas e801 immunoassay analyzer. Initial result: 5 pg/ml (accompanied by a data flag). The result was questioned by the physician. The sample was then repeated. 1st repeat result: 559 pg/ml. 2nd repeat result: 550 pg/ml. The repeat result of 559 pg/ml was deemed to be correct.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). Qc was within range on the day of the event. The customer uses a 3rd party qc. The alarm trace showed a sample foam detection alarm on the day of the event. The maintenance was performed as recommended. The investigation is ongoing.

Manufacturer narrative:
The provided calibration was last performed on 20-dec-2023 and it was acceptable. A general reagent problem can be excluded because the qc prior to the event was within ranges. The alarm trace showed abnormal sample aspiration alarms on the date of the event which is consistent with poor sample quality. The field service engineer verified the system components and did not find an issue with the instrument. He then did an instrument check and the instrument was performing within specifications. The customer performed qc and it was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.